Event description:
Sparks were seen coming from the area of this phacoemulsification handpiece where the cord attaches during a cataract extraction procedure. Another handpiece was used to complete the procedure.